Manufacturer narrative:
Date of event: date is estimated (year valid); additional follow-up being performed with patient to confirm the timeline. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient's ins was depleting quickly. No impact to the patient or their symptoms were reported.